Event description:
According to the initial reporter, a (B)(6) year old female patient underwent a placement of ivc filter through right femoral approach procedure in which the gunther tulip navalign femoral vena cava filter set, g52917, was used. Advanced sheath and dilator system over the wire guide into ivc for initial ivc gram. Advanced filter through sheath system appropriately. Upon pin and pull deployment the filter hook appeared to be penetrating the left wall of the ivc. An attempt to re-sheath the tulip filter was attempted. The filter was then deployed. The filter appears to have penetrated the ivc. It is unclear at this time whether additional procedures will be attempted. 21oct2021 according to the customer medwatch report: a 4 french micro puncture set dilator was introduced. Over an 035 guidewire, a marker catheter was placed in the inferior vena cava. An inferior cava gram was obtained. The entry locations of the renal veins were identified and the size of the inferior vena cava (ivc) was measured. During the unchanged eating/deployment process of the inferior vena cava (ivc) filter, the patient demonstrated a lot of pain. The filter did not seem to unsheathed in its usual manner, and some of the struts of the filter appear to not opened properly. The cook femoral approach filter cannot be re-sheathed a decision was made to deploy the filter with the idea that if the filter was miss aligned, we could possibly retrieve the filter from above. After deployment of the filter a venogram was performed which suggested the filter was not in intravascular position. No extravasation was seen. The sheath was removed from the groin and hemostasis was achieved with manual compression.